Manufacturer narrative:
Correction made to b1 and h1. Additional information: b5, d10, and h11. B5: upon follow-up, it was reported that the patient experienced chemical peritonitis. The vancomycin dose was 2 gm. It was reported that the patient received the antibiotics for two (2) weeks. No additional information was available. H11: based on additional information received, the vantive pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced eosinophilic peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with injection vancomycin (intraperitoneal) and gentamycin (intraperitoneal) for peritonitis. The patient recovered from the event 14 days after onset. Pd therapy was discontinued. No additional information was available.